Manufacturer narrative:
This report was submitted with the date of report as the manufacture notified date. A correction is being filed to reflect the date of report as the date the initial report was submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Changed event date back to correct event date of (B)(6) 2017 and also changed: this report was submitted with the date of report as the manufacture notified date. A correction is being filed to reflect the date of report as the date the initial report was submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The reported device has not been received. The product was not evaluated, therefore the reported event could not be confirmed. The cause of the event could not be conclusively determined from the available information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a pipeline flex did not open during a procedure. The patient was undergoing flow diversion treatment for a fusiform aneurysm located at the cavernous segment of the right internal carotid artery. The aneurysm maximum diameter was 22mm and neck diameter was 4.3mm. The patient's vessel tortuosity was described as moderate. It was reported the device was prepared following directions in the IFU. It was reported that a pipeline flex was attempted to be deployed; this device was the fifth device in a pipeline flex construct. It was reported that at deployment, the pipeline flex became frayed at the edges and did not open completely. The physician resheathed and re-deployed, but the device still would not fully open at its mid segment after more than (B)(4) of the device was deployed. The device was removed from the patient. There was no injury to the patient.